Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25098272, 25097835, and 25097612, the last 3 lots shipped to the account prior to the aware date. There was no conformance recorded in the lot history. (B)(4).